Manufacturer narrative:
Corrected information provided in d.4. The serial number portion was updated from 001 to the correct number 010. No change to the root cause or the malfunction decision. The account indicated the use of a qualified cartridge. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Information was provided that the company lens was replaced with a non-company, monofocal lens model due to a reported dislocated iol and unplanned vitrectomy. It is unknown if the event was related to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the lens was dislocated or decentered. Hence had to be explanted in a secondary procedure and also needing a vitrectomy. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The lens was returned adhered to a piece of white tape. Blood, solution, and adhesive were dried on the lens. One haptic is pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. This haptic is also broken in the distal area (broken portion not returned). The other haptic was bent at the haptic insertion area. The optic was torn/split/cracked (possibly cut) from edge to multiple areas in and around the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens model due to a reported dislocated iol and unplanned vitrectomy. It is unknown if the event was related to the product. Follow up attempts were made to gather more details of the event. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).